Event description:
It was reported that a luer connector broke inside an ilet during use, and the patient could not detach the remaining tubing; the patient also received an incompatible contact detach infusion set and requested replacement with an inset infusion set. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included product exchange coordination and return of the broken luer connector and the incompatible infusion sets. Investigation included phone-based troubleshooting and education to remove the broken connector with pliers and arrangements for return of affected components. Investigation of this case revealed a broken luer connector and an incorrect infusion set shipment, with no device alarms and no physiological impact reported. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the luer connector and user supply mismatch due to distribution error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.